Manufacturer narrative:
This product is manufactured at smith and nephew hull on the hsl asset, our investigation has determined that at some point during production the adhesive material has moved out of alignment creating this issue. It is likely that this has been caused by a material snap, which when re joined has pushed the material out of alignment. The alignment of each material is kept in place with an automatic ¿web guide system¿; however if the snap and subsequent re join occurred after the web guide, them the material would take a few seconds of passing through the machine to correct its flight path. Although, the manufacturing operators are trained to observe joins as they pass through the machine and perform a check to ensure product quality is maintained, it is possible that a small number of dressings have been missed. There was no record of any quality incidents recorded during the manufacture of this product. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported the film is low adhesive and easily fell off.